Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample. The initial tsh result was 0.033 iu/ml and the initial ft4 result was 0.023 ng/dl with a data flag. The sample was recentrifuged and the repeat tsh result was 0.914 iu/ml and repeat ft4 result was 1.34 ng/dl. The sample was tested a third time with a tsh result of 0.929 uiu/ml and an ft4 result of 1.37 ng/dl. The repeat results were reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 173808. The ft4 reagent lot number was 172999. The expiration dates were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. An issue with preanalytics was suspected as normal results were generated after the sample was recentrifuged. Review of the provided calibration, qc and analyzer data did not indicate any issues.